Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy due to the atrial fibrillation (af)/atrial flutter discriminator. The patient's ventricular tachycardia (vt) self terminated and the crt-d was reprogrammed. The crt-d remains in use. No further patient complications have been reported as a result of this event.